Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a flickering/disappearing pump running light emitting diode (led) when the navigation button is pressed was confirmed on the heartmate 3 system controller ((B)(6)). Log files revealed routine data. Provided information revealed that the controller was exchanged. Analysis of the returned system controller specifically the j1 connector revealed that under a microscope, the solder on numerous pins on the j1 connector appeared to be cracked allowing the pins to intermittently move when physical force was applied to the component. This included pins 3 and 4 of the j1 connectors which correlated to providing power to the d3 and d4 leds, this damage is consistent with the observed led issue. The location of the j1 connector is directly underneath the navigation button (s1). The system controller was reassembled, and physical force was applied to the ui panel proximal to the display/navigation button but not the button itself and similar flickering behavior to the leds was observed. The root cause of the reported event was determined to be compromised solder joints on the j1 connector of the ui panel, however a root cause to the damage to the j1 connector was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during a routine follow-up visit, visual inspection of the system controller revealed disappearing of the two green arrow symbols while the display button was pressed. The system controller was exchanged.